Event description:
It was reported that the customer had an unspecified cartridge issue with multiple cartridges. Customer changed the cartridge multiple times to address the issue and ultimately resumed insulin delivery on the pump. Although requested, no additional information was provided by the customer. There was no adverse impact to the customer's blood glucose level.